Event description:
It was reported that patient was originally implanted on (B)(6) 2019 and was brought back on (B)(6) 2020 for an infection salvage of his inflatable penile prosthesis (ipp) with tactra procedure. The device was kept by the hospital for examination by their pathology department. A full salvage protocol was implemented. Cause of infection is unknown, however, both cases on (B)(6) were infected and salvaged. Status of the patient post op is unknown. Patient symptoms leading to the surgery swelling, pain, open would and blood/puss discharge. Device failure is not the cause.